Event description:
The manufacturer received information alleging a ventilation inoperative error code was found during service on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the manufacturer service center when the reported issue was found on the device. During the evaluation it was noted that an error code, therapy held in bm (e-0156), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the system printed circuit assembly (pca) and tubing-system pca had caused the reportable issue to occur on the device. In conclusion, the device's system pca and tubing-system pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the tubing/housing, tubing blower chassis, and tubing/housing tubing fio2 were replaced for contamination unrelated to the reportable issue. The muffler and power cord were replaced for being out specification which was unrelated to the reportable issue. The internal battery door was replaced for physical damage unrelated to the reportable issue.